Event description:
It was reported that the cage fractured as the surgeon positioned it. It was removed and a second device was used. There was a 10 minute surgical delay. There were no adverse health consequences to the patient.

Event description:
It was reported that the cage fractured as the surgeon positioned it. It was removed and a second device was used. There was a 10 minute surgical delay. There were no adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. The cage broke in two pieces the main piece and the corner piece. Both pieces were returned. Material analysis was performed on a similar device with the same failure mode and concluded that the cage fractured due to applied force from impaction. No material or manufacturing defects were found. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No similar complaints for the reported lot were identified. Conclusion: it was reported that disc space was tight and that the cage was impacted. The probable root cause for the cage fracture is user error, specifically excessive impaction force applied to the cage during insertion to accommodate for tight disk space. The solis IFU indicates: to avoid risk of breakage, the cage must not be impacted.